Event description:
Event description guidant received information that this left ventricular transvenous lead was not capturing and was confirmed by x-ray to have dislodged. Additional information was received that the patient was seen twiddling their device and the competitive right atrial transvenous lead and the right ventricular transvenous defibrillation lead were both found to be dislodged as well. No adverse patient symptoms were reported.